Manufacturer narrative:
Device evaluation: the report of suspected pump thrombus was confirmed based on the evaluation the returned device. Non-laminated depositions were found situated on and in between the blades of the rotor and in the area around the outlet bearing ball and in between the outflow stator blades. The lack of laminated layering indicates that the depositions did not develop in these areas; however, their areas of denaturation and the circumferential contact marks on the outlet bearing cup suggest that the depositions were present while pump was operating. Although the specific duration of time for which they was present in the pump could not be conclusively determined, the depositions would have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level. The depositions would have also created additional resistance on the spinning rotor, contributing to the reported elevations in power. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years, 3 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. On (B)(6) 2016 the patient was admitted to the hospital with hematuria and elevated lactate dehydrogenase (ldh), plasma free hemoglobin, and creatinine levels. Inr values had been sub-therapeutic at 1.5 for 10 days and the patient was on lovenox that was to be continued until the inr goal of 2.0 was met. The patient was started on a heparin infusion. A review of the system controller log file found three transient pump power elevations captured on (B)(6) 2015, (B)(6) 2016. A ramp study transesophageal echocardiogram (tee) showed the left ventricle was unloading as the pump speed was increased. However, the patient's aortic valve was opening with each heartbeat, even at a pump speed of 13000rpm. No valvular issues were noted. Once the heparin infusion was started the patient's partial thromboplastin time (ptt) was therapeutic. On (B)(6) 2016 an acute increase in pump powers to greater than 14 watts occurred. The patient's ldh and plasma free hemoglobin were also elevated. A ramp study tee found the left ventricle did not unload with increasing pump speeds. The patient was maintained on heparin that was being titrated because the patient was also experiencing cystitis with bleeding from the bladder. The patient underwent a pump exchange on (B)(6) 2016 via thoracotomy approach with only the pump exchanged; the inflow cannula and outflow graft were not exchanged. No additional information was provided.